Event description:
A caller reported that the insulin gauge on their pump displayed an amount significantly different than expected. The issue did not negatively affect the customer's blood glucose level since no adverse impact was mentioned. The technical support team assisted the caller by reloading the existing cartridge, which led to the insulin being redetected, and the gauge displayed a corrected amount of more than 120 units. The caller was advised to monitor the gauge and report if the issue persisted.